Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified fold creases and no openings were found in the device. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported a right side rupture. Device has been explanted.